Event description:
Pt reporting that she went to go to switch her back-up pump and when she did, an error message came up - service due (pump sn (B)(4), maint 03/07/2019). Informed pt that means pump is due for service. Counseled pt to continue using back-up device and that we will replace malfunctioning device. No other info provided reported by pt. Device malfunction - the reported product fault occurred while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. We did replace the device. Dose or amount: 38nkm, frequency: continuous, route: IV. Dates of use: from (B)(6) 2018 to ongoing. Diagnosis or reason for use: pah.